Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was unable to set ipg to MRI mode, one of the patients leads had high impedances and the other had low impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein patients system was explanted to address the issue.